Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessell morphology at the time of implant are unknown. It was reported the two year follow-up exam which was compared to the 1 year follow-up demonstrated moderate to moderately severe stenosis involving the origin of the dominant more cephalad left renal artery and there was no evidence of a proximal endoleak. The thrombosed aneurysmal body remained relateively stable in size. Although the ap and transverse dimensions were unchanged with respect to the native aneurysmal sac, confioguration of the sac suggetsed a slight interval increase in size. The body and both limbs of the stent graft remained widely patent. Cta on the three year follow-up compared to the 2 year follow-up demonstrated the kidneys were obstructed and there were changes of the aneurysm with eviodence of and endoleak arising from the proximal right anterior margin. The aneurysm slightly increased in size and the distal aspect of the graft also appeared normal with the iliac limbs in satisfactory position. It was also reported an attempt was made to repair the endoleak with anothe rmanufacturer's device; however, that was not successful, therefore the patient was converted to open repair with removal of the stent graft. The exlanted stent graft was not returned to medtronic. No additional clinical sequelae were reported.